Event description:
Further information was received, which indicated the implantable cardioverter defibrillator (ICD) was interrogated for a routine follow-up check, which revealed another alarm had triggered approximately sixth months prior due to high atrial pacing impedance that was previously observed. The device was reprogrammed from vvi to ddd, and the ra lead and ICD remain in use. No patient complications have been reported as a result of this event.

Event description:
It was reported that the patient presented to the hospital after an alarm from the device was heard. It was noted the atrial lead exhibited high impedance and "noise was recorded many times as an at/af episode." It was added that noise was reproduced during arm movements and the physician suspected a lead fracture. An x-ray indicated the device had shifted downward and the physician suspected the device had pulled down the atrial lead as well. The device was reprogrammed to vvi and the atrial lead was inactivated. It was noted that the device was checked again and there was still noise on the atrium electromyography and as a result, the physician did not change the setting of the device. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Concomitant medical products: product ID: 6944, implanted: (B)(6) 2002. (B)(4).

Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range and oversensing due to non-physiologic signals/sic (sensing integrity counter) was observed. It was noted the atrial pace impedance was steady at 500 ohms through week of (B)(6) 2015, then rose out of range (> 3000 ohms) starting the week of (B)(6) 2013, there were 8334 v-sic since last session 3.6 days ago and an alert for out of range subthreshold atrial lead bipolar impedance triggered on (B)(6) 2015.